Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately nine months post implant, the right ventricular (rv) his bundle lead exhibited short v-v interva ls/non-physiologic, with rv oversensing. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.